Manufacturer narrative:
The customer's report that the set leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient arrived directly from the catheterization lab with medication already infusing and no leak noted. Then the medication (dexmedetomidine) was stopped along with the lactated ringers infusion. It was stated that "pn was no longer working." When the medication was restarted, leaking was noted at the junction of the cap and tubing connection. As a result, the patient was agitated and required additional sedation.